Manufacturer narrative:
Block f10: problem code 1157 captures the reportable event of difficult to deploy. Block h10: investigation results: a speedband superview super 7 was returned with the ligator head for analysis. The suture was not returned for analysis. A visual examination of the ligator head found that no bands were present in the ligator head indicating that the bands were deployed. It was also noticed that ligator head teeth were not bent or kinked. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly or any other section of the returned device. Based on the evaluation of the returned device, the device showed neither evidence of the alleged issue nor any defect which could have contributed to the complaint. Therefore, it was concluded that the investigation conclusion code of this event is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal and gastric fundus variceal ligation procedure on (B)(6) 2019. According to the complainant, prior to the procedure, the seventh band was knotted. During the procedure, when the fourth band was attempted to be deployed the band was unable to release; however it deployed after the handle was rotated for another turn. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was a difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal and gastric fundus variceal ligation procedure on (B)(6) 2019. According to the complainant, prior to the procedure, the seventh band was knotted. During the procedure, when the fourth band was attempted to be deployed the band was unable to release; however it deployed after the handle was rotated for another turn. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was a difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.